Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the vertical lift column on the 9800 system would not operate without pressing the on/off button several times. No pt injury was reported.